Manufacturer narrative:
Results: [-1] the pet lock was intact. The pusher assembly was kinked approximately 5.0 cm, 13.0 cm, 17.0 cm, 47.0 cm, 54.0 cm, 82.0 cm, and 100.0 cm from the proximal end. The coil was intact with the pusher assembly, and compressed distally away from the proximal constraint sphere. [-2] the pet lock was intact. The coil was intact with the pusher assembly, and compressed distally away from the proximal constraint sphere. Conclusion: the complaint has been evaluated. The initial complaint indicated that the ruby coils were advanced through a 5f diagnostic catheter and met resistance. This type of failure typically occurs due to improper handling during use. If the ruby coil is attempted to be advanced through a catheter other than a 0.025" microcatheter, it is likely that delivery of the coil through the catheter will fail. Evaluation of the returned devices revealed that the coils of both ruby coils were compressed distally away from the proximal constraint sphere. This type of damage typically occurs due to withdrawing the coil into the introducer sheath against resistance. This may cause the coils to become offset, increasing the outer diameter of the coil. If the coil is compressed it will likely cause difficulty manipulating the coils. [-1] the kinks along the pusher assembly of the first ruby coil evaluated were likely due to improper return packaging. These devices are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00894.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met resistance while advancing a ruby coil through another manufacturer's diagnostic catheter and it was removed. While advancing a new ruby coil through the diagnostic catheter the physician met resistance again and removed the ruby coil. The procedure continued using another manufacturer's system. There was no report of an adverse effect on the patient.